Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the wire broke during a therapeutic bladder stone procedure involving an olympus reusable rigid endoscopic stone-retrieval forceps. There was no patient injury reported.